Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, it was determined that the tibial tray does not contributed to the reported event and remains not reportable. Hence the initial report submitted needs to be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00093. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 7 catalog#: 42500606202 lot#: 63636831, all poly patella cemented 29 mm diameter catalog#: 42540000029 lot#: 63646470, articular surface fixed bearing posterior stabilized (ps) right 14 mm height catalog#: 42521400714 lot#: 62747167. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to subsidence and pain. The femoral collapsed on the medial side. The tibial tray also turned inwards.